Event description:
Customer's mother reported via phone, the up arrow on the insulin pump was unresponsive. Customer's mother stated, the device was not dropped, bumped, or exposed to moisture. Customer's blood glucose was not provided. Customer returned the device for further analysis.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. The device had minor scratches on the lcd window and cracked reservoir tube lip.